Event description:
Rv bipolar lead impedance warning on (B)(6) 2021. Rv unipolar lead impedance warning on (B)(6) 2020. Lead impedance measurements decreased by approx. 30% since (B)(6) 2021. Informed rep to coordinate care for patient. Suggested contacting lead manufacturer for additional information on lead performance. Discussed programmed parameters for lead and decrease in lead impedance measurements over time. Suggested contact lead manufacturer for additional information on lead performance. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).